Event description:
Complainant alleged that during a routine preventative maintenance check the devices pacer output potentiometer was found to have a dead spot which causes the output to drop to zero the complainant indicated that there was no patient involvement in the reported failure.